Event description:
Related manufacturer reference number: 3006705815-2023-06215, 3006705815-2023-06218. It was reported the patient experienced pain at the pocket site due to low weight and ineffective stimulation due to high impedances on both leads. Surgical intervention took place wherein the system was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.